Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
The patient is a 40 yo type ii diabetic maintained on metformin with a history of aub-l secondary to a 6.5-cm type 2 fibroid. Her hbaic most recently was 6.7% on (B)(6). She was treated with tfa on (B)(6) 2024; the case was reportedly unremarkable, performed under mac, and five ablations were carried out on the one fibroid. From 9:00 [?] 4:00, the patient remained in the recovery room due to significant postop pain but was d/c'd home in stable condition. On (B)(6) 2024 (pod#3), the patient was evaluated in the ew of an outside hospital due to increasing pain, obstipation, infrequent urination. She was afebrile, and denied nausea, emesis, fever or chills. She denied rectal flatus or a bowel movement. There was no urinary frequency or urgency. During the course of her evaluation, she was medicated with toradol x 2, tylenol, dilaudid, fentanyl, oxycodone and gabapentin. W/u: wbc 5.2, pex: some lower abdominal discomfort CT of the abdomen and pelvis: essentially negative (the treated fibroid was noted along with some free fluid in the cul-de-sac). There was no free air or other intraperitoneal abnormalities. The patient started to improve and was sent home.